Event description:
An attempt was made to administer device defibrillator therapy to the patient. Reportedly, the device displayed connect cable and the defibrillator would not charge as a result. Another device was brought on scene and used to continue patient treatment. The patient was resuscitated.